Event description:
It was reported that approximately one hour after the start of perfusion a blood leakage (+/ - 10 ml) was noted. No patient effect reported. Ref.: (B)(4).

Manufacturer narrative:
(B)(4). It was determined the failure was attributed to a bur at the mold separation of the connector. This made it impossible to tighten the tube to the connector. The supplier of the connector was informed of this issue.